Event description:
Reporter indicated that the pt had their device replaced due to clinical end of service. It was stated that the pt had seen an increase in seizures over the last two years back to the levels that the pt had prior to receiving vns therapy. Attempts for further information from the pt's treating neurologist have been unsuccessful to date. The explanted generator was returned to the manufacturer for analysis, which observed no anomalies with the device, and the device performed according to specification. The elective replacement indicator had tripped, signifying that the device was nearing actual end of service.